Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Bipolar threshold measurement was 3.6v@0.4ms, and unipolar measurements were: 436 ohms, p-waves 4.3 mv, and threshold 0.7v@0.4 ms. There were stored episodes with unipolar noise and oversensing with no indication of asystole. It was suspected that this ra lead had fractured. This ra lead remains in service, and technical services (ts) reviewed programming options. No adverse patient effects were reported.